Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent a posterior spinal fusion surgery for kyphosis correction. Intra-op, when the surgeon inserted the screws using o-arm and navigation image, all screws which were placed at t3/5, shifted to the right side. The surgeon commented that patient's head was unstable during adjusting surgical position and that might had created gap against o-arm and navigation image. The surgeon decided to remove the screws once and replace them with changing direction. No patient complications were reported. Patient current status is good.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.